Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to far field p-wave oversensing were observed. No changes were made. There were no patient consequences. The patient was being monitored.